Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing and low pacing impedance. No intervention was performed and patient was in stable condition.